Event description:
On 3/2/93, the patient was scheduled for surgery. Shortly after induction, the [atient developed broncospasms and then continued into a cardiovascular aarrest presenting profound hypotension. Resuscitation measures were initiated and the patient moved to an intensive care unit. The patient subsequently expired on 3/7/93. Prior to the patient's expiration a serum sample was obtained and sent for latex allergy testing. The test results indicated a positive reaction. At that time an MDR report was submitted to the usp listing the two manufacturersdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, user education provided. The device was destroyed/disposed of.